Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the inline connector lock/unlock markings were completely worn and no longer present. The evaluation of the returned modular cable confirmed the reported ¿small damages¿ to the outer jacket. Discoloration of the outer jacket, as well as the inline and controller connector bend reliefs was also observed. A specific cause for the observed damage and discoloration could not be conclusively determined. The heartmate 3 modular cable was returned in used condition. Upon examination, a light tan and darker grey discoloration were observed along the length of the outer jacket. The jacket material also showed a dried, cracked surface; however, there were no signs of cuts, holes, tears, etc. Additionally, a light-yellow discoloration was observed in the controller connector bend relief, and a gradient brown discoloration was observed in the inline connector bend relief. The controller and inline connector pins appeared unremarkable. The patient remains ongoing on left ventricular assist system (lvas) support, with no further related issues reported at this time. The relevant sections of the device history record for modular cable, lot number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and heartmate 3 lvas patient handbook, rev. G, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. The IFU and the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." The IFU and the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, the IFU and the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine outpatient management small damage in the outer layer of the modular cable was noted. There were no alarms associated with the event and the modular cable was replaced.